Manufacturer narrative:
Insulin pump passed the displacement test and self test. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. No unexpected rewind anomalies noted. Insulin pump received with cracked case, cracked case from display window corner, cracked reservoir tube window, cracked case from reservoir tube window corners and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had casing cracked and concerned of water damage, loud to rewind. No harm requiring medical intervention was reported. The device will not be returned for analysis.